Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional component potentially involved in the event includes: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 4078614.

Event description:
Related manufacturer reference number: 1627487-2023-02042. It was reported that the patient was experiencing ineffective therapy from their system before the ipg became completely inoperable. Surgical intervention was undertaken in which the lead and the ipg were explanted to address the issue. The lead was found to be fractured during the procedure. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.